Manufacturer narrative:
Event date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported by the patient that they had problems with the t11 and they did some cat scans. The patient said they did not see where maybe one of the leads popped out or something. The patient reported something was wrong with the machine/ the machine was not working and it could be that the battery was dead and the battery was dying. The patient stated they had turned it up all the way, the last couple times he used it. The patient stated that they did not see a problem with the lead. The patient stated the cat scan they took looked nothing like the one they took when they were up north at a different clinic. The patient stated it did not repair itself it was getting worse. The patient stated that the health care professional (hcp) wanted him to call and see if there was a way a manufacturing representative (rep) could come out and check the device. The patient was redirected to the health care professional (hcp). Patient has an appointment set up for (B)(6). No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that patient's battery died about two and a half years ago. The ins was still in their body but the patient no longer used the ins. When asked if a representative or doctor turned off their ins they reported that "it won't turn off". No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had attempted to set up a meeting with a representative because their stimulator was dead and the patient wanted to replace or remove it. The patient stated that their stimulator has not been working and they saw a blinking yellow light on their controller. The patient reported that their legs have gotten worse. No further complications were reported as a result of this event.